Event description:
The customer stated that one pt sample generated an aeroset calcium assay result of 5.0 mg/dl. The sample and result were auto-verified by the customer's lis host and the result was released to the floor (the customer did not have panic values defined in their system). The customer noticed the low result upon pt results review and retested the sample on the second aeroset analyzer in the lab. A result of 8.6 mg/dl was generated. The customer states that they suspect fibrin in the sample as a possible cause of the initial low result. There is no impact to pt management reported.